Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records indicate the valve was explanted approximately 4 years post tavr procedure due to late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the edward sapien 3 valve, therefore this complaint is no longer considered to be a reportable event and the explant event is no longer considered FDA reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately years post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.